Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Complaint confirmed based on the evaluation of the liner in the linked complaint. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported by the surgeon that following an initial hip surgery, a post-op x-ray showed that the liner disassociated from the cup. The patient was, subsequently, revised the same day. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 20113606 lot# 65469169 g7 longevity 10deg lnr 36mm f. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.